Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the right coronary artery. The 2.5x18mm xience alpine stent delivery system (sds) met resistance during advancement into and removal from the non-abbott guideliner. Upon withdrawal, the sds stent implant was noted to be flared. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent damage and difficult to position in guiding catheter were confirmed. The difficult to remove from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the electronic complaint database revealed no other incidents reported for difficult to position/remove in the guiding catheter or stent damage from this lot. Based on the reviewed information, no product deficiency was identified.